Event description:
It is reported by pt counsel, that pt underwent right total hip replacement in 2005. Post-op, pt experienced pain and leg length inequality. Five months later, it was noted that her femoral implant had subsided. Pt was revised in 2006.

Manufacturer narrative:
Eval summary: x-rays and devices are not available for review. Surgeon notes on proceedings of surgery are not available. Pt details like activity level, build and weight are not available. No engineering evals could be done with the available info. Cause cannot be definitively determined. Eval: no prod was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the prod failed to meet specs. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.